Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (b)(60 2017, the patient experienced a no audio alert and a hypoglycemic event. Patient's mother reported that patient fainted and hit her head. The patient's continuous glucose monitor (cgm) blood glucose (bg) value was 68 mg/dl with a down arrow indicator. The patient's grandmother contacted the mother at work and the patient was treated with banana caramel and fruit juice. At the time of contact, patient is well. Additionally, the patient's mother tested the receiver's alerts and it did work. No further event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.